Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. It was also reported that upon plugging the pump into a power source, the customer experienced difficulty charging the pump. The customer performed a pump reset and resumed insulin delivery successfully. Customer¿s blood glucose level was 227 mg/dl.